Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the infusion set tubing was confirmed but the cause is unknown. A single photograph of the implicated 22g x 0.75¿ safestep safety infusion set was returned for evaluation. What appeared to be a semi-circumferential split was seen in the tubing, directly distal of the luer adaptor. Microscopic observation and tactile evaluation could not be conducted without the physical sample. The observable features on the submitted photograph did not contain enough information to identify a specific root cause of the reported event. Possible contributing factors could include tensile (pulling) damage, material fatigue, or damage from a sharp instrument.

Event description:
It was reported via medwatch "patient has continuous blinatumomab infusing. On (B)(6) 2023 while the patient was accessed with a 20 g 3/4 inch needle, it was noted that the tubing cracked that is connected from the needle to the bifurcation that connects the blue connector. Today (B)(6) 2023 the same thing occurred with the same needle and tubing. We reaccessed with a 22 gauge 3/4 in needle and also added extra tape to the outer tubing to stabilize the line. Breakage has occurred a times with this patient." No other information was provided. This report addresses the event occurring 02/24/2023.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported via medwatch "patient has continuous blinatumomab infusing. On (B)(6) 2023 while the patient was accessed with a 20 g 3/4 inch needle, it was noted that the tubing cracked that is connected from the needle to the bifurcation that connects the blue connector. Today (B)(6) 2023 the same thing occurred with the same needle and tubing. We reaccessed with a 22 gauge 3/4 in needle and also added extra tape to the outer tubing to stabilize the line. Breakage has occurred a times with this patient." No other information was provided. This report addresses the event occurring 02/24/2023.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported via medwatch "patient has continuous blinatumomab infusing. On (B)(6) 2023 while the patient was accessed with a 20 g 3/4 inch needle, it was noted that the tubing cracked that is connected from the needle to the bifurcation that connects the blue connector. Today (B)(6) 2023 the same thing occurred with the same needle and tubing. We reaccessed with a 22 gauge 3/4 in needle and also added extra tape to the outer tubing to stabilize the line. Breakage has occurred a times with this patient." No other information was provided. This report addresses the event occurring (B)(6) 2023.